Event description:
Additional information received reported there was a standard reprogramming change on (B)(6) 2015.

Event description:
It was reported that electrode 1 had impedance of greater than 4000. Standard reprogramming was done. The outcome was ongoing event.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type; programmer, patient. Product ID: 3 889-28, lot# va013qd, implanted: (B)(6) 2012, product type: lead. (B)(4).